Event description:
It was reported that during service and evaluation, it was determined that the battery reamer drill device had a sticky trigger. It was noted in the service order that the device had an unspecified malfunction. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the diagnostic assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. The device failed the following inspection criteria¿s during the diagnostic assessment: trigger test; check the off/fwd/rev mode; check power with test stand; lubricate. During the investigation it was found that the device was not running, due to defective trigger. The most probable cause for the found defect is component failure from wear. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.